Manufacturer narrative:
Follow-up #1: date of submission 10/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the pump's time and date reseting to default issue was duplicated during investigation. Pump was opened to investigate and the bt1 component was leaking. Unrelated to this issue, the display screen was dim and discolored. The battery compartment was cracked from the top to the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the time and date were resetting. Troubleshooting of the event was unable to be completed to determine when this issue was occurring. Animas attempted to follow-up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.